Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a distributor via (B)(4) that an ar-1318ft suture anchor broke. This occurred during a procedure after predrilling with the larger of the 2 k-wires the surgeon went to insert the anchor on the patient with a dense cortical bone. The surgeon got the anchor about 70% inserted, and the screwdriver tip collapsed, they withdrew the driver, and as the tip had collapsed, the slot where the needles/stitches normally pass was unable to be delivered through the tip and in doing so the sharpened end of the driver cut these threads leaving only the anchor partially inserted. After the stitch became unusable, the team attempted to use the driver to remove the partially inserted anchor and the screwdriver tip broke off. The team was able to retrieve the anchor with a needle driver as it was still proud. They then re-drilled and used a second anchor, which worked in the typical fashion.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
Correction: d2a.